Event description:
The customer stated the (B)(6) havab igm control was shifting up out of range and the architect i2000sr analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4) results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. Architect havab-igm, list number 6l21-25 is the focus of a product correction, reported under 2623532-1/4/10-001-c. This report is being filed for the international product, architect havab-igm, list number 6c30. Elevated or out of range high (B)(6) control results and/or elevated (B)(6) results may be observed for the architect havab-igm assay, list number 6c30, when it is run on the same module with the architect anti-hbs, list number 7c18. This issue has the possibility to occur when the architect ausab / anti-hbs assay precedes the architect havab-m / havab-igm assay during testing. There is the potential to generate elevated results even when architect ausab/anti-hbs is not run on the same module. The investigation identified the cause as a reduced potency of the hav antigen which is (B)(4). This leads to lower ical rlu values and elevated signal from (B)(6) samples, which in turn has the potential to cause increased false (B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. (B)(4). Current modes of control communicated to architect havab-igm customers through product correction letter fa24feb2010 will remain in effect until corrective actions to address the reduced potency of the hav antigen have been implemented.